Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that poor aspiration occurred during usage of the product after priming and tuning were performed. Leakage was confirmed from the handpiece side connector of the aspiration line; therefore, the product was replaced with another one. The connector was found to be broken upon inspection of the device by the customer. The procedure was completed with no harm to the patient. The sample is expected to be returned.